Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and was discarded; therefore, a return sample evaluation is unable to be performed. Stoma site inflammation is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2020, the patient experienced stoma site pain, inflammation, and increased secretions. The patient was hospitalized on (B)(6) 2020 and the tubing system was removed on (B)(6) 2020.